Event description:
Pt in home setting with home health nursing for IV medication. When home health rn was removing tape on dressing, the PICC line broke and pulled apart at the external hub site. Pt was sent to ER for removal of PICC that was broken and insertion of a new line. Without intervention, the separated PICC line had the potential to migrate in the venous system.